Event description:
It was reported that during a lap nephrectomy procedure the clip was not reloaded in the right position between the jaws. Another like device was used. There was no pt consequence.

Manufacturer narrative:
(B)(4). Instrument a: empty instrument, lockout broken. Evaluation summary: the er420 instrument (a) was returned empty and with the lockout mechanism fired through. The instrument is designed to lockout when all the clips have been fired. No clip formation testing could be performed as the instrument was returned empty. The analysis results found that the er420 instrument (b) was returned in good visual condition. The instrument was cycled and ejected the remaining clips. The instrument locked out as intended. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. No incident related to the reported event was observed during the batch record review.